Manufacturer narrative:
The sample is expected to be returned for an investigation. However, it has not been yet received. (B)(4).

Manufacturer narrative:
The previous report was inadvertently sent. Please disregard the previous report. The product involved is not sold in the united states. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use, the 4.5 pcf pediatric tracheostomy tube detached when the patient was moved. A nurse found the tube bent, and the cuff was unable to inflate. The patient was placed on a ventilator. The cuff pressure was controlled at 25cm h2o, per 8 hours, and it was pre-tested prior to use, and pressure used to inflate the cuff was 25cmh2o. Although requested, it is unknown if there was necessary to replace the device. There was no reported patient injury.